Event description:
It was reported that a patient underwent total right hip arthroplasty on (B)(6) 2006. Subsequently, legal counsel for patient reported patient was revised (B)(6) 2012, due to allegations of pain, discomfort, soreness, inflammation, lack of mobility and range of motion, dysfunction, impairment, and elevated metal ion levels, metal poisoning, and metallosis. Review of invoice records confirms the revision procedure on (B)(6) 2012 and the head, cup, and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history record shows that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions,¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03912 / -03913).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient underwent total right hip arthroplasty on (B)(6) 2006. Subsequently, legal counsel for patient reported patient was revised (B)(6) 2012 due to allegations of pain, discomfort, soreness, inflammation, lack of mobility and range of motion, dysfunction, impairment, and elevated metal ion levels, metal poisoning, and metallosis. Review of invoice records confirms the revision procedure on (B)(6) 2012 and the head, cup, and taper adapter were removed and replaced. Additional information received in patient medical records indicates that right hip revision procedure was performed on (B)(6) 2012 and was due to pain. Additional information received in patient medical records noted that on (B)(6) 2012 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.